Manufacturer narrative:
Concomitant products: ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that there was a lead failure and header/connection failure. The implantable cardioverter defibrillator (ICD) system remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.